Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 400 mg/dl. The customer administered a bolus of insulin and the bg level was 250 mg/dl. The customer asked tandem customer technical support (cts) to explain how the timed settings work. Cts offered to troubleshoot to determine a possible cause of the high bg; however, the customer declined and thought it was probably due to food that was consumed the night before.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.